Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger was not recognizing a battery pack and would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger resetting, charger will not charge battery pack) was confirmed. Upon eval, u13, an 8-bit cmos flash micro-controller component was shorted. In addition, there was contamination on the battery charger's battery board. The cause for the inability to recognize the battery is the shorted u13 component. The root cause of the shorted u13 component cannot be positively identified. The root cause for the contamination was unable to be positively determined, but was likely caused by liquid ingress of an unk contaminant. No adverse event resulted from the shorted u13 component or the contaminated battery charger. The pt was issued a replacement charger/modem.